Event description:
It was reported that the user¿s ilet pump displayed an alert 57 and could not pair with an iphone 13 despite multiple restarts of both devices, and the user reverted to backup therapy; this aligns with a computer software problem involving the device¿s software component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified during assessment while the primary device problem involved computer software within the software component. It was concluded, based on previously established findings for similar reports, that the cause was traced to software coding. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.